Manufacturer narrative:
Approximate age of device - 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred. The manufacturer¿s technical service representative reviewed supplied log files and confirmed pump stoppages. The system controller was replaced and no additional pump stoppages have been reported. Additional information has been requested but not provided.

Manufacturer narrative:
The reported incident of pump stops was confirmed with the data retrieved from the returned system controller. The log file retrieved from the returned device captured data from day 160, hour 16, minute 3 to day 171 hour 20, minute 53. Intermittent motor stopped and low speed advisory alarm events were captured with elevated pump power values (up to 20.9 watts) when the system was supported on the 14v battery power. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable events captured in the history event screen. No functional issue was identified during the analysis related to the intermittent motor stopped and low speed advisory alarm events captured in the log file.

Event description:
The patient has a known driveline issue.